Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 417 mg/dl and 167 mg/dl. Customer had blurry vision at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.